Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared used. The laser fiber was broken 88 cm from the distal tip. There were burn marks noted at the break near the fiber tip indicating that the laser fiber broke during use. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2014-03049 and 3005099803-2014-03050 for the associated device information. It was reported to boston scientific corporation that two flexiva laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the first laser fiber broke. A second flexiva laser fiber was used and the second fiber also broke. The procedure was completed with a third flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2014-03049 and 3005099803-2014-03050 for the associated device information. It was reported to boston scientific corporation that two flexiva laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the first laser fiber broke. A second flexiva laser fiber was used and the second fiber also broke. The procedure was completed with a third flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.